Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was repositioned due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was repositioned due to an unspecified reason. No additional adverse patient effects were reported. It was reported that the product that was repositioned was this implantable device and not the associated atrial lead as was initially reported. The reason for the revision procedure remains unknown. No additional adverse patient effects were reported.